Event description:
Per oracle ro: (B)(4) not recognizing syringe size o ring on the right side is stretched and broken handle

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger case plunger case seal popped out, the battery was missing, and the top case had a broken handle. A review of the event history log (ehl) identified invalid syringe size. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was a result of the customer's physical damage to the device beyond device repair. Replaced barrel clamp guide and size pot. Replaced handled and reassembled plunger case seal. Performed preventative maintenance and all functional testing.